Manufacturer narrative:
(B)(4). Upon visual inspection of the returned device, it was observed that the thread was torn. Rest of the device showed no signs of damage. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. There was no indication that a design or manufacturing issue has caused and hence the root cause cannot be determined. But the potential cause could be due to unintended forces. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision fusion: (B)(6) hospital, (B)(6) 2019. Primary implant date: (B)(6) 2018. Thread was damaged when reducing rod to screw head using flex clip reducer. Replaced the screw with a polyaxial screw. No ae reported. 5-10 minutes delay in the surgery.